Event description:
It was reported that the during a da vinci-assisted colorectal surgical procedure that erbe error m-36 occurred. The intuitive tech support engineer (tse) recommended power cycling the erbe. The site tried several times, but the issue persisted. The tse recommended checking/replacing the energy cable and the erbe system connections. The site decided to use a spare generator to complete the procedure. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the issue and found errors pointing to the generator on start-up and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found error confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was placed on a well-known system and upon cauterization the unit energized all ports and found errors m-31, m-36, m-b0 in the log. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed installation issues preventing energy activation throwing error m-36. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator.